Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the impedance trend on the rv (right ventricular) pacing lead was rising. Right ventricular pace impedance 2660 ohms on (B)(6) 2016. Right ventricular pace impedance steady at approx. 563 ohms through (B)(6) 2016, steadily rises to 2622 ohms between (B)(6) 2015 and (B)(6) 2016.

Event description:
It was reported that during the device interrogation, it was seen there was persistence impedance increase on the right ventricular (rv) lead. There was also high impedance and noise interference. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.